Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, conclusion, and result codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 2000 mcg for a total dose of 1324.13793 mcg/day, bupivacaine 14.8 mg for a total dose of 9.79862 mg/day, and morphine 9.5 mg for a total dose of 6.28966 mg/day via an implantable pump for non-malignant pain. It was reported the patient stated their pump "was not as effective as it has been." The patient noticed this sometime during the night last night and said that after about an hour of getting a bolus, they are in more pain then they were before. The patient noted that the depth of the pain and shortness of relief surprises them. The patient reported over the last week they had terrible trouble with the pump, noting the pump broke. The patient stated they went into withdrawal and spent 4 days in the hospital. The patient was trying to deliver a bolus but it was not letting them, the patient reported hearing a dual tone alarm and sees a bell and code 8476 on the personal therapy manager (ptm). The patient stated they have been in a lot of pain since 3:00. The patient was to follow up with their hcp to discuss the alarm/possible motor stall and symptoms. On (B)(6) 2020 the patient reported a pump malfunction-motor stall. Device interrogation on (B)(6) 2020 revealed the pump was currently stalled. The device was reprogrammed where the medications were decreased on (B)(6) 2020. Surgery was scheduled for (B)(6) 2020. The patient was currently experiencing withdrawals, increased pain, anxiety, yawning, and cold sweats. The pump was replaced on (B)(6) 2020. The patient's medical history included chronic pain. The patient's status at time of report was alive-no injury. The outcome of the event was noted as ongoing. The clinical diagnosis was intrathecal (it) medication withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the pump was explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.